Manufacturer narrative:
The insulin pump was received with pump error 75 noted during self-test due to the connector not properly connected on printed circuit board area 1. The motor was tested outside the device and passed. No unexpected pump errors 29, 48 and pump error 64 noted during testing. The insulin pump passed displacement test, rewind, prime seating test and basic occlusion test. The insulin pump had scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for pump errors. It was reported that the pump alarmed for unexpected hardware reset, periodic history crc fail, motor arm failed, and power supply failure during self-test. No further information provided.